Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with palpitations. Upon interrogation, the right atrial lead exhibited noise resulting in noise reversion and auto mode switch episodes. All other lead measurements were normal. The noise was reproducible with isometric exercises. On (B)(6) 2018, the lead was capped and replaced. Patient was in good condition post procedure.